Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump was sticky and act button had to be double pressed to get a response also insulin pump received motor errors alarm. Customer's blood glucose value was unknown. Customer stated that they had to reprime the insulin pump also the battery life was diminished. Customer stated that insulin pump screen had scratches and cracks. Device will not return for analysis.